Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a high blood glucose level of 350 mg/dl. The customer had watery eyes, was really thirsty, and irritated. The customer treated her high blood glucose with a backup plan. The customer had gastroparesis. She had chest and stomach pains. The customer stated that her high blood glucose levels caused damage to her stomach. The customer had issues with air bubbles. The customer wore the insulin pump at the time of hospitalization. The high pressure test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.